Manufacturer narrative:
(B)(4).

Event description:
The customer stated that a nurse was accidentally stuck by a safe-t-pro lancet that did not retract after it was used on a patient. The nurse performed a finger stick on a patient in the operating room, and then picked up the lancet to discard and was stuck in the finger since the lancet had not retracted. Initially, the lancet appeared to retract but when it was picked up, the needle was protruding out of the end of the lancet. The nurse followed facility protocol for accidental sticks and underwent testing for blood-borne pathogens in the emergency room. Test results were negative, and no medical treatment was provided. No adverse event occurred. The lancets were requested to be returned for investigation, and replacement product was sent.

Manufacturer narrative:
Fifteen bags of safe-t-pro lancets (approximately 3000 pieces), lot ln482016, were received for investigation. Twenty samples were tested from each bag. The reported failure for the lancets was reproduced with 1 of the samples. The sample was disassembled for investigation and investigated with a stereo microscope. No further abnormalities were observed in terms of the customer allegation. The lancet not retracting issue is a known and thoroughly investigated issue. The investigation showed that in a few instances the internal wings of the lancet (which intentionally break during lancet release) may jam the lancet's guiding channel and prevent the lancet from retracting back into the lancet housing. No corrective action was implemented. The medical risk remains less than remote. Use error could be excluded.